Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: the patient died (B)(6)2014. The device was not returned for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient died subsequent to home hemodialysis therapy using a xenium (B)(4) single-use dialyzer. The patient was not performing therapy at the time of death. The cause of death was not reported. It was not reported if an autopsy was performed or if a death certificate was available. Additional information was requested, but is not available.